Manufacturer narrative:
Date sent to the FDA: 04/26/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an abdominoplasty on an unknown date and a drain was implanted. The patient developed an infection at the drain site. Culture was performed and identified as mrsa. The patient is scheduled for reoperation.